Event description:
It is reported that the patient's sensor insulin pump displayed a button error. The patient's blood glucose level was unknown. Trouble shooting was conducted and we explained the possible causes for the alarm. We found moisture damage to pump once it was returned. No further information available.

Manufacturer narrative:
Findings: no button error alarm noted. Pump has intermittent button response dueto moisture damage on keypad traces. Pump received with crackedreservoir tube lip, cracked battery tube threads, minor scratched lcdwindow, scratched reservoir tube window and stained end cap sticker.j.a 09/11/14.(B)(4)